Event description:
The customer reported that while in use on a pt, a white residue adhered to the outer top console of the intra aortic balloon pump. The pump worked; however, the message "initializing" was displayed and lastly showed the error code "electrical test fails code 39." The unit was replaced with another intra aortic balloon pump. The pt expired while on the second unit. The date of the pt's death was not reported. The customer is not attributing the pt's death to this occurrence.

Manufacturer narrative:
No info is currently available for the pump on which the event occurred. A supplemental will be submitted if more info is available. Complaint # (B)(4).